Manufacturer narrative:
The product was returned to the device MFR on 8/5/97. The fracture surfaces of the guide wire are consistent with the spring tip being prolapsed and rotated resulting in fracture.

Event description:
During a rotablator procedure, the tip of the guide wire fractured and lodged in distal portion of the artery. No pt injury was reported.